Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this service code was that the c1 capacitor shorted. The  l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.